Manufacturer narrative:
Attempts to obtain explanted device were unsuccessful. Without return of the explanted device the reported clinical observation cannot be confirmed and a root cause cannot be determined. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case edwards received information that a 25mm bioprosthetic aortic valve, implanted ten (10) years, four (4) months, twenty seven (27) days, was explanted due to calcification. The patient presented with slight shortness of breath. Intraoperatively, the old prosthetic valve was well incorporated into the surrounding tissues. The leaflets were noted to be calcified. The old valve was removed without difficulty and was replaced with a 23mm pericardial aortic valve. Echocardiogram demonstrated a nicely seated aortic prosthesis without evidence of perivalvular leak and preserved heart function. The patient was discharged home on postoperative day four (4).

Manufacturer narrative:
The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Event description:
Edwards received information that the 25mm pericardial aortic valve was explanted due to calcification, stenosis, and regurgitation.